Event description:
It was reported in an abstract comparing vertebroplasty and kyphoplasty that 38 patients (41 vertebrae) were treated with kyphoplasty over a 15 month period. In the study, indication for the two surgeries was "osteoporotic compression fracture resistant to conservative therapy for more than 2 weeks with daily life-affecting pain of 5 or more on visual analogue scale (vas)". The patients treated with kyphoplasty underwent general anesthesia for the procedure which included injection of pmma via bilateral transpedicular approach after inflation of a balloon. It was reported that 4 vertebra in the kyphoplasty group "showed leakage into the intervertebral disc space".

Manufacturer narrative:
Literature citation : kunio yokoyama, m.d., masahiro kawanishi, m.d., makoto yamada, m.d. Hidekazu tanaka, m.d., yutaka ito, m.d., masashi hirano, m.d. "Vertebral body height restoration after balloon kyphoplasty for algetic spinal compression fracture". 1407-02; 2014/08/11. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.